Manufacturer narrative:
H10: the lot number for the two out of three reported malfunctions are provided, therefore, a lot history reviews were performed. For all three malfunctions, devices were returned to the manufacturer for evaluation . A photo was provided and reviewed for one out of three malfunctions. For two of the three reported malfunctions, the investigation is confirmed for the reported material deformation, naturally worn, deformation due to compressive stress and fracture issues. The remaining malfunction is confirmed for the alleged material deformation issue. A definitive root cause could not be determined based upon available information.the devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced material deformation. This information was received from various sources. All malfunctions involved a patient with no impact or consequence. Patient age weight and gender were not provided for any of the malfunctions.

Manufacturer narrative:
The lot number for the two out of three reported malfunctions are provided, therefore, a lot history reviews are currently being performed. For all three malfunctions, devices were returned to the manufacturer for evaluation . A photo was provided for one out of three malfunctions. Therefore, the investigation for the reported events are currently underway. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced material deformation. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. Patient information was not provided for any of the patients.